Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 07-jan-2023, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 07-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a trial patient. The hcp reported that the patient had an uneventful trial on (B)(6) 2019. They stated that there was a spinal tap with csf (cerebrospinal fluid leakage) during the trail lead placement. The hcp indicated that the patient was free of old pain post-op but had a new painful area on their left lower inner leg. The physician was notified, and the patient was told to contact the clinic if the pain got worse. On the morning of the report, the patient notified the rep that they were experiencing more new post-procedure pain from their knee into their foot. It was stated that the trial leads were removed early by the physician and the patient was sent to the emergency room to have an MRI. The findings of the MRI are unknown at this time. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s MRI did not show an epidural hematoma. They stated that the physician wanted the patient to notify the clinic if their pain got worse. It is unknown if the patient¿s pain has resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6): product type screening device product ID 977d260 serial# (B)(6): product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.